Event description:
During a ptca procedure, the tip of the pt2 moderate support guide wire fractured. The physician was attempting to treat a totally occluded rca lesion. The physician first tried to advance a bmw wire, however, he was unable to cross the lesion. The pt2 moderate support guide wire was also unable to cross the lesion. After the pt2 moderate support guide wire was withdrawn from the body, it was noted that that tip was missing. They reviewed the film and found that the tip was still in the lesion. The physician did not attempt to remove the tip and the case was aborted.